Event description:
Bayer case number: (B)(4). Ache [pelvic pain female] essure used for prenatal care [device use in unapproved indication]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("ache") in a 37-year-old female patient who had essure inserted (lot no. Cs000x7) for prenatal care. Product or product use issues identified: device use in unapproved indication ("essure used for prenatal care"). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the event was resolving. The reporter considered pelvic pain to be related to essure administration. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) ache [pelvic pain female] , essure used for prenatal care [device use in unapproved indication]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("ache") in a 37-year-old female patient who had essure inserted (lot no. Cs000x7) for prenatal care. Product or product use issues identified: device use in unapproved indication ("essure used for prenatal care"). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the event was resolving. The reporter considered pelvic pain to be related to essure administration. Batch number-cs000x7; manufacture date- 10-jul-2015, expiration date- 28-apr-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.